Event description:
It was reported that an ilet user experienced hyperglycemia during a sensor change call, with glucose noted at 318 mg/dl prior to a meal and 383 mg/dl shortly thereafter, in the context of a heavier meal of macaroni/lasagna and a history of running high at night and lower in the morning. Symptoms included no reported clinical symptoms, and the user stated feeling fine. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding high glucose management. Investigation of this case revealed no device malfunction reported and no component issue identified, with the episode consistent with postprandial hyperglycemia after a heavy meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.